Manufacturer narrative:
(B)(4). Is unknown if product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported on a wir the impactor pad is fractured. Attempts to obtain additional information have been made; however, no more is available.